Event description:
It was reported right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Event description:
It was reported right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead was implanted with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to dislodgment. The lead will be returned for analysis.